Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reports the implanted migrated anteriorly, situation resulted in a surgical revision to explant and fuse.